Event description:
Information was received from a patient with an implantable neurostimulator for failed back surgery syndrome. It was reported that the patient was getting a poor communication screen on their programmer and was not able to communicate with their recharger. The patient felt that their ins had moved and couldn't get their device to charge. The patient had a loss of stimulation and had not successfully charge their device for about 1-3 months. It was noted that the patient could hardly get up and they hurt so bad that they had to use a cane to walk due to not being able to use their stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they met with the manufacturer¿s representative today to have a physician mode recharge (pmr) performed but their programmer would not turn on. The patient saw the programmer batteries depleted warning message. They changed the batteries but now saw a poor communication screen on the programmer. The patient also saw a reposition antenna on the recharger unit. It was reviewed that there was no communication with either external device. The representative got the implantable neurostimulator (ins) so they could charge again and then the patient home. The patient had a 4 hour drive from the appointment and they tried to charge the ins during the car ride. They stated that the ins was fully charged and, when asked how this was verified, the patient stated the boxes were on the bottom of the recharger screen. It was then reviewed with the patient that this meant coupling strength and the ins charge level. It was suspected that the ins was not charged effectively after the pmr and that it went into an overdischarge again. The patient stated that they ¿should just get the device replaced¿ and was re-directed to their healthcare professional (hcp) for this conversation.